Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter has been returned on 9/24/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate erratic readings of ¿32 and 185 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. The patient tests her blood glucose 3 times per day and takes oral medication (diamicron) to manage her diabetes. The alleged inaccurate erratic issue began on (B)(6) 2014. Based on the alleged lfs meter readings, the patient continued her oral medication. Around (B)(6) 2014, the patient felt that her blood glucose was high and had symptoms described as ¿tired and feeling pain in the knee.¿ at the time of concern, the patient reportedly increased her oral medication from 1 tablet to 2 tablets. The patient reportedly felt better taking the oral medication. During troubleshooting, the patient confirmed the readings were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 15 mg/dl. The test strips were within the discard date. The unit of measurement was set correctly. This complaint is being reported due to the unresolved inaccurate erratic issue. The lfs products were replaced and requested back for investigation.